Event description:
A customer reported the infusion line of the cassette was leaking leading to a decrease in intraocular pressure, anterior chamber collapse, and posterior capsular tear. The surgeon had to perform a vitrectomy. Patient status is unknown. Additional information has been requested.

Manufacturer narrative:
The investigation is in progress. A sample is expected, but has not yet been received for evaluation. A root cause has not been identified. (B)(4).